Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to a flattened act button dome switch. No battery out limit alarms could be verified due to the keypad anomaly. No display anomaly was noted. A damaged battery cap coin slot was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and the keypad is unresponsive to user inputs. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 13 mmol/l at time of reporting. Nothing further reported.